Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. This is the first of two reports from this facility. The manufacturer internal reference number is: (B)(4).

Event description:
A clinical manager reported that multiple knives were noted to exhibit dull blades during separate surgeries. There was no impact to any patient. Additional information has been requested.